Manufacturer narrative:
Event: it was reported that a spectrum pump experienced an under infusion during therapy (medication, dose, programmed amount and delivery rate unknown) in the intensive care unit. There was unspecified tubing, bag, and set being used at the time of the event. There was no known patient injury or medical intervention associated with this event. No additional information is available. Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing.  Device was also tested with the last infusion rate observed in the event history log at 200 ml/hr rate for 60 minute; the device was found to be delivering within +/-5% from target. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported ¿under-infusion¿ allegation. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a widespread claims of under infusion. There were an unspecified tubing, bag, and set being used at the time of the event. The problem was found during delivery in the intensive care unit (ICU) department . There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.